Event description:
Three years after implant, the pt's parkinsonian symptoms returned. After interrogation, the n'vision showed a por status and the serial number was lost. The serial number was reentered and the device was interrogated. Interrogation results showed no problems with the battery. The stimulator was reprogrammed. The por status returned a few hours later. The pt was then hospitalized for the week-end. After 4 days of intermittent operation (spontaneous por after reprogramming), the hcp decided to replace the device. The pt experienced severe and abrupt "off" state. Dopaminergic drugs were given but induced severe dyskinesias. The device is scheduled for replacement and will be returned to the manufacturer for analysis at that time. A follow-up report will be sent when new info is received.